Event description:
It was reported during a left ventricular ablation procedure using a cool path ablation catheter, a pericardial effusion occurred. A brk transseptal needle and a swartz sl0 introducer were used to access the left atrium. Geometry creation was being performed using ensite navx and a cool path ablation catheter when the patient experienced a drop in the blood pressure. Echocardiography was performed, revealing a pericardial effusion. A pericardiocentesis was performed and a drain was placed. The drain was removed approximately (B)(6) days later and the patient's current status is listed as good.

Manufacturer narrative:
The device was not returned to sjm; therefore, physical evaluation of the product and confirmation of the complaint is not possible. Review of the device history confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.